Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscope is unable to display 3d. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable causes include, one of the objective lenses was temporarily contaminated with body fluids or blood. This scope has two objective lenses, so if one of the lenses is contaminated, the 3d image may not display properly. Another probable cause includes observing outside the observable field of view of the 3d monitor. If the monitor is observed outside the specified range, it may not be possible to view the 3d image normally. The event can be detected/prevented by following the instructions for use which state: "-instructions endoeye flex 3d deflectable videoscope olympus ltf-190-10-3d operation manual chapter 3 preparation and inspection 3.6 inspection of the endoscopic system". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.